Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt their device discharge and went to the hospital. Interrogation indicated the impedance was either low or high and triggered an alert. The physician suspected a sensing problem and that the lead was fractured internally. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.